Manufacturer narrative:
D.4 & h.4: serial number, and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server, patients and orders were not transferring to all machines. Only patient information appeared, while orders did not. The issue persisted for approximately two hours, during which all machines were placed in critical override mode there were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ es server, patients and orders were not transferring to all machines. Only patient information appeared, while orders did not. The issue persisted for approximately two hours, during which all machines were placed in critical override mode there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes & section d unique identifier (UDI), medical device serial. Upon investigation of the actual device used in this incident, it was determined that the orders were not crossed over. A technical support specialist (tss) restarted all bd services and found over 2,000 messages queued with no processing, then escalated the issue to integration engineering support team (iest) and carefusion coordination engine (cce) team. Later, all queued messages processed successfully, and users confirmed that orders were crossing. Further review showed the failure originated from the enterprise (es) server, not cce, and extract transform load (etl) services were functioning normally. Logs revealed a structured query language (sql) availability group failure that caused bd services to lose database access, halting all es server communication and patient and order processing. Hospital information technology (it) team restored functionality by restarting the sql servers and bd services. The customer later identified that a vm level backup program contributed to the issue and switched to a data only backup solution after seeing inbound processors timing out due to failed database connections. The system functioned as intended after the customer resolved the issue.